Event description:
It was reported that 4 bd ultra-fine¿ ii insulin syringe contained foreign matter on the needles. The following information was provided by the initial reporter: "there are particles of debris on the needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer returned images of 2 syringes. Both syringes feature a small slice of an orange substance, with one being right at the tip of one needle and the other being along the needle shaft. The orange material matches the color of the needle shield. While the needles do not immediately seem to have bent to a degree that could impact usage, contact between the needle shield and needle could possibly result in the needle bending while also dislodging a section of the needle shield. A review of the device history record was completed for batch# 1235623. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause could not be determined.

Event description:
It was reported that 4 bd ultra-fine¿ ii insulin syringe contained foreign matter on the needles. The following information was provided by the initial reporter: " there are particles of debris on the needles."